Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an amia device experienced a low priority 30166 (therapy maximum air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. The technical service representative (tsr) instructed the patient to cycle the power on the device and disconnect from the set up. The tsr assisted the patient with reviewing the log of the device where this alarm was noted. The tsr discussed the possible causes with the patient and advised to start therapy over. There was no patient injury or medical intervention associated with this event. No additional information is available.